Event description:
It was reported that the patient was in a car accident ¿about 45 minutes prior to the report.¿ the patient stated that another car hit her, ¿barely a bump.¿ the patient felt a flutter down her right leg and it lasted ¿about a second.¿ the patient also had a funny feeling in her feet, but noted that she always felt this due to being diabetic. The patient had no pain and did not feel a change in stimulation. The patient stated that ¿she was due to turn down the setting on the programmer¿ and intended to adjust stimulation. Six days later it was reported that the reporter spoke with the patient and she was fine. The patient¿s implantable neurostimulator (ins) was still working well. The patient was just nervous about her ins moving and she would call her doctor if she noticed any changes. The reporter stated that the patient called her ¿either last friday night or possibly monday night¿ and reported being in a ¿tiny fender bender.¿ the patient needed to know if she needed to do anything. The patient was wondering if the ins had moved, but the reporter felt the patient was not stating it had moved. The reporter stated that the healthcare provider (hcp) would not follow up with the patient. The reporter ¿knew there was nothing wrong with the patient.¿ three days later it was reported that hcp ¿did not know things about the ins.¿ the patient stated that she met with the manufacturer representative on (B)(6)-2014 and was reportedly told that ¿if she was wiping twice she was leaking.¿ the patient noted that she had been ¿wiping twice¿ all along. The patient stated that she was only ¿wiping once¿ after implant, but since decreasing stimulation on (B)(6)-2014 she was having to ¿wipe three times.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va0etpu, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).